Manufacturer narrative:
The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Added "study" as report source.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. One day postoperative, a balloon aortic valvuloplasty (bav) was performed with resultant severe pvl. The valve was snared to a higher position to reduce the pvl but severe pvl was still noted. The valve was then snared and pulled out of the annulus and into the ascending aorta. A 31mm valve was then implanted with a mild pvl result. No additional adverse patient effects were reported.